Manufacturer narrative:
Philips service reloaded the software and returned the device to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that device failed to power on; software crash identified on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.